Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a diagnostic procedure. Reportedly, when the plunger was retracted a cuff miss occurred. The device was removed and hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device confirmed the reported event; however, one of the anterior cuff tabs (approximately 0.01 by 0.01 inches square) was broken off and was not returned with the device. The probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or failure to position and maintain the device at a 45 degree angle throughout deployment as evidenced by the needle strike mark on the posterior foot. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. Based on the available information reviewed and the investigation, there is no evidence to suggest that a product deficiency is suspected.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.